Manufacturer narrative:
Graseby ms16a pump serial number (B)(4) received with a rate set as 99mm/hr. No damage was found during visual inspection. Unable to complete testing to the current edition of the graseby ms16a syringe driver service final test specification procedure as the motor would continue to run. Unit opened for further investigation and tests. No contamination found inside the unit. Sw3 was found to be broken and causing the motor to continue running as the switch was unable to be pressed. Due to the motor continuously running the secondary guard circuit would be activitated triggering the continuous alarm. Reported fault confirmed, sw3 will be replaced and unit fully serviced.

Event description:
It was reported that on the (B)(6) 2015, a graseby pump ms16 (code: 01050504 - batch: 89275) alarmed continuously. The treatment was changed to another graseby pump. After this change was made the partient was able to receive full treatment. No adverse health outcomes were reported in connection with this incident.